Manufacturer narrative:
510 (k) number; k092359. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor tried the eus - pseudocyst drainage. So he punctured to the target by using echo-hd-19-a. And inserted guide wire through the needle. And removed the echo-hd-19-a. But guide wire was missed, came out. So he had to use echo-hd-19-a,. But, the nurse realized the sheath tip was bent, and touched it. Then, tip was broken. So, they used a new one.

Manufacturer narrative:
510 (k) number; k092359. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). The device related to this occurrence underwent a laboratory evaluation on 09 jan 2019. The needle was found to be kinked distally. A proximal kink was also observed during the lab evaluation. A new pr was requested to be opened for this extra failure mode document review prior to distribution, all echo-hd-19-a devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-19-a of lot number c1487122 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1487122. IFU review the notes section of the instructions for use, ifu0050-2, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0050-2). Root cause review the failure of needle kinked/bent was concluded from the available information. A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to handling error during removal of needle over wire guide. Summary complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Device was evaluated the 09-jan-2019: no needle break present, the needle was kinked distally the doctor tried the eus - pseudocyst drainage. So he punctured to the target by using echo-hd-19-a. And inserted guide wire through the needle. And removed the echo-hd-19-a. But guide wire was missed, came out. So he had to use echo-hd-19-a,. But, the nurse realized the sheath tip was bent, and touched it. Then, tip was broken. So, they used a new one.